Event description:
The customer reported via telephone call that she received alarms on the insulin pump for no delivery of insulin and for a motor error. The insulin pump alarmed for no delivery and the customer tried to rewind and push the insulin out and then the insulin pump alarmed for the motor error. The blood glucose reading was 122 mg/dl. The customer did not recall any events leading to the alarms and stated that the insulin pump was not exposed to a strong magnetic field. The customer was advised to disconnect from the insulin pump and stated that she was unable to complete the rewind sequence. The customer was advised to remove the battery to prevent continued alarms. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.